Manufacturer narrative:
This report is being filed to include an update to the incorrectly reported the serial number of the suspect medical device. The previous report referenced the lead as103526. Subsequent information from the field confirmed the serial number is (B)(4).

Event description:
Additional information received from the local field representative indicated that at the recent follow-up in (B)(6) 2019, the shock impedance had decreased to 106 ohms. The patient is scheduled for another follow-up in 6 months. It was also reported that the patient is not monitored remotely due to dementia. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
It was reported that this single coil right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms. Device data was sent in for review. Boston scientific technical services (ts) reviewed the data and discussed that the shock impedance has shown a slow, steady rise in measurements over the past couple of years. The pattern likely signifies physical material buildup on the coil. Ts provided options to continue monitoring the lead or if the physician was concerned to bring the patient in and deliver a 41 joule commanded shock to verify the integrity of the lead. No adverse patient effects were reported. No additional information is available at this time. If additional information becomes available this report will be updated.